Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be depressed and was inactive. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be depressed and the indicator window did not change at all. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The device was stored and prepared according to the IFU, and the physician was certified to use it. No visible damage to the device or packaging was noted prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography, with an appropriate insertion angle and vessel diameter of =5 mm. There was no visible calcium, plaque, vessel tortuosity, stents near the puncture site, or pre-existing vascular conditions. However, the vessel exhibited >50% stenosis near the puncture site. Hemostasis was achieved through manual compression. There was no visible damage to the indicator wire, and during retraction, the indicator window faced upward but showed no change. No damage was observed on the indicator wire loop upon device removal. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be depressed and the indicator window did not change at all. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The device was stored and prepared according to the IFU, and the physician was certified to use it. No visible damage to the device or packaging was noted prior to use. A non-cordis catheter sheath introducer (csi) was used. The femoral artery¿s suitability was confirmed via angiography, with an appropriate insertion angle and vessel diameter of =5 mm. There was no visible calcium, plaque, vessel tortuosity, stents near the puncture site, or pre-existing vascular conditions. However, the vessel exhibited >50% stenosis near the puncture site. Hemostasis was achieved through manual compression. There was no visible damage to the indicator wire, and during retraction, the indicator window faced upward but showed no change. No damage was observed on the indicator wire loop upon device removal. One non-sterile exoseal vascular closure device 7f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed because the unit was received already locked. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected indicator wire retraction and plug deployment. Additionally, the indicator window achieved the black/white and red position as expected. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Stenosis at the site was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Additionally, an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.